Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life with their insulin pump, with the battery lasting less than one week. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and it was identified that changes in insulin usage, lifestyle, and basal rates, as well as frequent button pressing, extended backlight timeout, frequent alarms, and the use of vibrate or vibrate+audio mode, may have contributed to the reduced battery life. The customer was advised to minimize backlight timeout, use audio-only mode when possible, upload via carelink personal once every two weeks, and manually turn off the screen after each use. The customer was also advised to use a new aa lithium battery for best results. The customer declined to proceed with further troubleshooting. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Battery cycle 15.0 received the low battery alert (104) on (B)(6) 2025 19:06:01 faster than expected at 4.9 days. Battery cycle 14.0 received the low battery alert (104) on (B)(6) 2025 18:50:00 faster than expected at 4.95 days. Battery cycle 13.0 received the low battery alert (104) on (B)(6) 2025 18:04:00 faster than expected at 4.32 days. In summary, customer alleged charge battery lasts less than expected confirmed. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.